Manufacturer narrative:
The contact's telephone number was provided as (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not duplicated or confirmed. Therefore, an assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified veterinary surgical procedure, it was observed that the small battery drive device stopped working. There was animal patient involvement. It was reported that there were no delays to the surgical procedure, and a spare device was available. It was stated that ¿there was a lot of blood loss involved¿, but further stated that the animal patient ¿was not affected¿. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.